Manufacturer narrative:
The certain® gold-tite® hexed screw was requested but not returned to the manufacturer for evaluation. The lot number was not provided/known, therefore the DHR was not reviewed. Documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. The event was non-verifiable with the information provided. A definitive root cause for the complaint could not be determined without event confirmation.

Manufacturer narrative:
Lot number was not provided/known. The device was requested and not returned to manufacturer. Not returned to manufacturer.

Event description:
The abutment and crown were delivered to the patient on (B)(6) 2014. On (B)(6) 2017 the clinician reports that the patient arrived at dental practice with the crown and abutment for tooth #21 in hand. The patient explained "she heard a sound prior to crown becoming loose". The doctor indicated that screw requires retrieval currently remains within the implant.